Manufacturer narrative:
The reported complaint of mid:11 (post nvram) error message on the thermogard xp ivtm system (sn (B)(4)) was confirmed during functional testing and archive event log review. The investigation revealed that the root cause of the reported complaint was due to a defective display head. No physical damaged observed during visual inspection. The thermogard xp ivtm system is a reusable device and was manufactured in january 2012. The device has been operating for nearly 6 years and has exceeded its expected serviceable life of 5 years. During archive review, in the event log, error code mid:11 was identified on the date when the issue occurred. Thus, confirming the reported complaint. Initial functional testing could not be performed due to error message mid:11 (post nvram) displayed upon console power on. To remedy mid:11, the thermogard console's display head was replaced. The system was tested and passed all functional tests. The ivtm console is ready for therapy use. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm system with serial number (B)(4).

Event description:
During shift check, the customer reported that the thermogard ivtm system (sn (B)(4)) displayed error code mid:11 (post nvram) upon power on self-test. Error could not be cleared. No patient involvement.